Event description:
The sales representative was present observing and provided instructions as needed to a physician who was using this product for the first time. The catheter was removed from the package and zeroed. The physician had some difficulty unlocking the "blue" connector, but completed the task. The protective cap was placed on the optical connector. The catheter was inserted into the patient. This particular patient had extremely high icp and csf was on all parts of the catheter. The catheter was then tunneled. The sales representative observed the catheter being tunneled directly in the path of the insertion site which created a tight loop in the catheter. This loop was pulled on with significant force at the end of the tunneling process. The tunneled connector was wiped before and after the removal of the cap. Some trouble with the reconnection of the "blue" connector was encountered. The catheter and the drain lines were connected, but an error message "e08" appeared on the monitor. All of the connections were re-checked in an attempt to alleviate the error message. The catheter and the tunneled connector were cleaned but the error message was still displayed. Additional information received from the sales representative, the catheter was not replaced but used as a fluid filled system.